Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had failed for high temperature and vibration. Therefore, the reported condition was confirmed. It was determined that the high temperature was a result of worn gears and the vibration was caused by worn bearings. The assignable root causes for the worn components was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device had high temperature at the backend and vibration. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental back end report will be submitted accordingly.